Event description:
Despite considerable force applied, unable to remove 25 gauge vitrector from cannula. Removed components for sclerotomy; retinal tear occurred due to severe traction. Repaired giant retinal tear, retinal detachment, and lensectomy, in addition to vitrectomy for vitreous hemorrhage. Pt's outcome reported as good.